Event description:
The customer reported that while a panorama was in use monitoring patients along with telepacks at the bedsides, the flat panel display went blank. Two telemetry paients were transferred to a second flat panel display that was already in use with the central station. No patient injury was reported.